Event description:
It was reported that during a laparoscopic liver resection procedure, the inactive pad on the device being used stated to come away from the instrument. The device was taken out of the pt and the inactive pad retrieved from the end of the device as it was about to fall off. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.